Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the patient presented for an ablation procedure, which resulted in the back-up mode exhibited by the implantable cardioverter defibrillator (ICD). No back-up defibrillation option (bdfo) was available. The ICD was successfully reprogrammed and restored. The patient was in stable condition.